Event description:
(B)(4) - it was reported by the consumer via (B)(4) that his tdxsp custom power wheelchair had various motor issues, such as veering, g-track, very loud, and he has had repeated issues. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Only one MDR report will be submitted for this event, although seven different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: (B)(4).